Event description:
Sunday (B)(6) 2026, my 18-year-old son was not alerted to an urgent low blood sugar of 41. Around 2am, he got an alert of an urgent low (looked to be around 65). So, he ate a snack and went back to sleep. Around 6:45 this morning, he happened to wake up due to sun coming in through his window. At 5:35am, his sugar dropped below 75. Then continued to drop. He woke up around 6:45 shaky, weak with an elevated heart rate. His blood sugar was 41 when he woke up. His roommates had not made it to the dorm yet so he was alone. No notification. Nobody on the follow app (me, his step-dad, his bio father, my parents) got any sort of audible notification. My husband is the only one who got a banner notification. My son was sitting there watching it and he wasn't getting any sort of low notification. Since this event, we have been receiving notifications. But not receiving any kind of alert for the urgent low with a blood sugar of 42 is completely unacceptable.